Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having charging issues.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.